Manufacturer narrative:
Technical eval: inspection of the distal end shows multiple flat sections and an oval deformation. Conclusion: the damage observed agreed with the incident report. It is unclear if the unit was damaged out of the box or during handling prior to use. This MDR is being filed as part of the remediation action taken as per penumbra feb 2010 update to the FDA warning letter dated dec 31, 2009. A review of the device history record (DHR) was completed on part # 1097-02 (lot # l13266). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. The DHR review of final assembly (lot# l13266) indicated that 100% inspection of the devices resulted in 3 rejects. Visual failure could not be attributed to the incident as all parts that failed visual inspection have been rejected and all parts released met specs. No other anomalies were found with this lot due to the mfg process. The parts released in this lot met process requirement.

Event description:
The neuron was flattened in multiple places upon removal from the box. It was noticed as the catheter was being flushed on the back table. The catheter was replaced and the case was completed without incident.